Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 30mm amplatzer multi-fenestrated septal occluder - cribriform was chosen for a patent foramen ovale (pfo) closure procedure using an unknown delivery system. During procedure, it was noted a material defect, threads sticking out of the left disc of the occluder. A new 30-25mm amplatzer talisman pfo occluder was chosen and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
An event of exposed thread did not confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received and returned device analysis, the cause of the reported exposed thread could not be conclusively determined. The reported off-label use appears to be related to user used amplatzer multi-fenestrated septal occluder - cribriform for pfo defect. There is no indication of a product quality issue with regards to manufacture, design, or labeling.